Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red .there was no alleged device malfunction contributing to the irritation. The patient reported being in the hospital, but there is no indication of medical intervention. Reporting out of the abundance of caution. Follow up indicated that the skin irritation improved.